Event description:
It was reported that the device was used in a laparoscopic bilateral salpingo-oopherectomy procedure and would not cut. Another device was opened to complete the procedure. There was no consequence to the patient.